Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated that the device has flow rate problem. There was patient involvement; however there was no harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed.additional information was provided by the end user on nov172022 stating the event took place during infusion. New bag of heparin started at a rate of 6.22 ml/hr. Later, the rn noticed that the pump was still running at 6.22 ml/hr and it said 36.8 ml had been infused however the 250ml bag was empty. The unit did not alarm during the event. There was no patient impact nor harm.

Manufacturer narrative:
The pump clinical & diagnostic logs (pulled from the device by the ICU medical service center) were analyzed for the time around the incident. Engineering finds that the heparin infusion was run first for 4 hours @ 6.2 ml/hr from 08/31 @ 22:44 thru 09/01 @ 02:38 when it was stopped by a detection of air at the proximal line b air sensor. In this instance, while there was a proximal air alarm was raised (at 2:30 am, not at 5:00 am as reported by customer), the pump had at that point delivered only 24.5 ml from the bag which was the expected delivered volume (within design delivery accuracy). At this time, no action was taken on the alarm for 21 min at which time, back-priming was performed, vtbi added, and infusion resumed within 91 seconds and *without* the cassette door being opened (as would be expected if the cassette was to be reprimed for a new bag). After the infusion was resumed it ran another 2 hours @ 6.2 ml/hr on 09/10 from 03:01 to 05:02 at which time it was stopped manually (by the [stop] button being pressed with no additional alarms. Engineering notes that actual starting bag volume cannot be determined by the pump nor from the pump logs and that during both infusions, the pump delivered accurately to within 1.7% of programmed volume (design tolerance is +/- 5.0%). Engineering evaluates that the pump delivered accurately as programmed and, thus, that the air-in-line alarm was likely due to either the bag being nearly empty at infusion start or to a normal detection of air bubbles in the proximal line. Engineering evaluates that the pump performed correctly per design. The complaint could not be confirmed. D9- product returned 12/21/2022.